Manufacturer narrative:
Batch review performed on 25 may 2020. Lot 151196: (B)(4) items manufactured and released on 05-aug-2015. Expiration date: 2020-06-30. No anomalies found related to the problem. To date, 30 items of the same lot have been already sold without any similar reported event since 2016.

Event description:
The patient came in, 4 years and 6 months after primary surgery, reporting pain due to a dislocation of a competitor's head from the medacta liner. The surgeon revised the flat liner to a 10 degree face changing liner and revised the competitor's head with another company's head. The surgery was completed successfully.